Manufacturer narrative:
(B)(4). The device has been rec'd a baxter for eval. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed sys error 105 in the medical surgical care area. Any pt involvement, injury or medical intervention is unk.